Manufacturer narrative:
The customer was sent a replacement faceplate. The customer reported mastitis. The customer stated that she saw the doctor, but was not given any medication. A medela clinician spoke with the customer on (B)(6) 2014 at which time she stated that she no longer has mastitis. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. Riordan and wambach, 4th ed p 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service that the tubing port on the faceplate of her pump in style breast pump was damaged causing low suction and resulting in mastitis.